Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the console froze during a surgical procedure. Power was turned off and turned back on, however the screen was still black and console did not start. The system was powered back off and then back on and the issue was resolved. The surgery was completed with no patient harm.

Manufacturer narrative:
Additional information is provided in g.1., g.2., h.6. And h.10. The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).